Manufacturer narrative:
Unit received with blank display due to severe corrosion on electronic assemblies. Unable to perform displacement test, sleep current measurement, active current measurement and self-test due to blank display. Unit received with cracked case next to belt clip rail corner. Unit received with severe corrosion on force sensor assembly and moisture damage on motor assembly.

Event description:
It was reported via phone call that the insulin pump was wet and also has a crack by the battery compartment. Customer's blood glucose was 210 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.